Event description:
It was reported that during central processing, the small grasping retractor instrument had a damaged traction cable. The procedure was completed as planned with no reported patient injury and no delay. No fragment fell into the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the small grasping retractor instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the frayed pitch cable at the distal end.

Event description:
Refer to h10/h11 for follow-up information.